Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the medical professional was experiencing difficulty establishing telemetry between the programmer and subcutaneous implantable cardioverter defibrillator (s-ICD). The telemetry issue continued even after the programmer was rebooted and the wand was unplugged and replugged in. Boston scientific technical services (ts) was consulted and suggested placing the wand at one end of s-ICD and not directly over it. This action resulted in a successful interrogation. The s-ICD remains in service and no adverse patient effects were reported.